Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 18 mg/dl. The customer was treated with a glucagon injection. It was reported the customer also experienced low blood glucose the week prior due to a large insulin dose. The customer discovered the reservoir was outside the insulin pump when they woke up. The customer also reported a large amount of insulin exited from the tubing when changing the infusion set. Troubleshooting was performed and the customer stated the motor did not slow down and the numbers did not ramp up. The customer's current blood glucose was 261 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.